Manufacturer narrative:
This device will not be returned despite efforts to obtain this information. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in remaining battery from 34% to 14% in months. A review of the device data by technical services (ts) confirmed that the device power consumption was increasing in a gradual fashion. The device was depleting prematurely and should be replaced within sixty two days. The device was explanted and to date has not been returned despite efforts to obtain this information. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in remaining battery from 34% to 14% in months. A review of the device data by technical services (ts) confirmed that the device power consumption was increasing in a gradual fashion. The device was depleting prematurely and should be replaced within sixty two days. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned for analysis. Upon analysis completion this investigation will be updated.

Manufacturer narrative:
This device remains implanted. Upon additional information this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in remaining battery from 34% to 14% in months. A review of the device data by technical services (ts) confirmed that the device power consumption was increasing in a gradual fashion. The device was depleting prematurely and should be replaced within sixty two days. No adverse patient effects were reported. This device remains implanted.